Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported vent inop due to a data acquisition pcb adc reference failure. This occurred during a clinical trial at the facility. There was no patient harm.